Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was over 600 mg/dl with a large level of ketones. An insulin pen and lantus were used to address the bg level. The customer's current bg was 170 mg/dl. The contact did not know the cause of the high bg. The pump supplies had been changed. No damage was noted to the cannula. A pump system check was performed using the current supplies on the pump and no device issues were identified. The customer had reverted to using lantus to manage diabetes until more supplies were ordered.